Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported error 32056 and was confirmed and replicated as having occurred in the field. During the visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode for error 32056. The unit was also tested on a patient side cart fixture test platform (pftp) and axes controller setup joint (acj) current test failed, pointing to yaw searchlight. Once testing was completed, yaw searchlight was applied behavior analysis (aba) tested, and it was verified to be the source of the fault. The yaw searchlight assembly and yaw searchlight flat flex cable (ffc) were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) at the end of the procedure and reported that universal surgical manipulator (usm4) was faulting. The customer indicated that only three usms were being used for the procedure, and they would only need three for the next procedure as well. The tse reviewed the system logs and confirmed multiple 32098 errors for (usm4). The tse recommended performing a hard power cycle on the patient side cart (psc), but the customer was unable to do so as the system was still in use by the surgeon. The tse then suggested the customer to disable usm4, which the customer did, successfully recovering the system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm4) and usm1 due to errors 32098 and 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received both usms for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the second universal surgical manipulator (usm) that came into failure analysis with a reported problem of error 32098 which was confirmed as having occurred in the field and replicated. System logs recorded error 32098 pointing to the axes controller, motor (acm). The usm was tested in-house on patient side cart fixture test platform (pftp) where it failed chipencoder virtual absolute (cva) characterization test. Applied behavior analysis (aba) troubleshooting was performed with gold acm installed, and unit passed cva characterization test. No signs of damage during visual inspection. The acm was found to be the root cause of the reported event.